Manufacturer narrative:
Per good faith effort (gfe) response, it was later discovered that one of the o2 tanks had a bad regulator. The customer replaced the three-way manifold as a precaution and switched out the regulator on the o2 tank to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the alarm "high o2 supply pressure" occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The remote service engineer (rse) and customer performed troubleshooting together. The customer reported that the o2(oxygen) inlet pressure reading in the diagnostic screen was approximately 65 pounds per square inch (psi) with both the wall oxygen and o2 e-tanks turned on. The rse advised the customer that the oxygen manifold check valve was leaking. The rse then provided the part number of the o2 manifold/transport kit to order and replace.